Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad transplant coordinator reported that the pt was experiencing constant alarms and pump stops. Additional info received by the manufacturer's heartline support person confirmed a pump end bend relief fracture. A decision was made for an emergency pump exchange from one lvad to another lvad. The exchange was successfully performed.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.